Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, a device and a monopolar pencil were used when a patient got skin burning right from the skin incision site. Checked the error logs from the generator that was used. Patient's skin burn was 1 inch length in size and surgeon applied bacitracin medication on it and closed up as normal. A photo submitted showing unclear error codes with error description return electrode monitor(rem), mono 1 handswitch stuck, prolonged activation, invalid radio frequency(rf) calibration.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The device was activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The alleged incident could not be duplicated. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.